Manufacturer narrative:
H6. The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure), low exhaled tidal volume (vte) levels and displaying the patient circuit disconnect alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. In addition, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.